Event description:
Customer reported via phone, she had changed the battery on the insulin pump and it went unresponsive for a couple of minutes and inquired what might have happened. She stated it was the second time the display went blank after a battery change and it doesn't count down it just restart randomly. Customer was advised to check the alarm history and two low battery alerts were noted. Self-test was performed and the device passed. Customer was advised to do another battery change, monitor the device, and call back if issues persisted with the next battery change. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.